Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During implant, after release, the device dislodged and became free-floating. The device was snared and retrieved and removed without incident. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement during implant post tether mode was not confirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during procedure. Analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.